Event description:
A purchasing director reported the system "had trouble with phaco" during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no pt harm.

Manufacturer narrative:
Company rep examined the system. The company rep was unable to replicate the reported event. Ultrasound class d amp printed circuit board assembly was replaced for diagnostic purposes. System was then tested and found to meet specification. Original ultrasound class d amp printed circuit board assembly was returned and tested. Visual inspection revealed to nonconformances. Functional testing was successful. No additional info was provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate additional similar reports for this system. Root cause cannot be determined. (B)(4).